Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to an angioplasty procedure using the ultraverse 014 pta balloon, the balloon allegedly disintegrated while prepping. It was further reported that fragments were detached and hanging from end of the catheter. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an angioplasty procedure using the ultraverse 014 pta balloon. Prior to the procedure, the balloon allegedly disintegrated while prepping. It was further reported that the fragments were detached and hanging from the end of the catheter. The procedure was completed using another balloon. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for an angioplasty procedure using the ultraverse 014 pta balloon. Prior to the procedure, the balloon allegedly disintegrated while prepping. It was further reported that the fragments were detached and hanging from the end of the catheter. The procedure was completed using another balloon. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse 014 was returned for evaluation. A visual inspection was done and an unknown residue was noted to be present on the distal end of the device. No break or detached portions were seen on the device. The device was sent for ftir & sem/eds testing to determine the material seen on the device. The residue across the balloon was tested, and the material was suggested to be the applied balloon coating delaminating off the device. Therefore, the investigation is confirmed for the reported peeling as the balloon coating was noted to be delaminating off the device. The investigation is unconfirmed for the reported break, as no break was seen to the device. The user was likely referring to the peeling balloon coating in the reported event. The definitive root cause was determined to be likely manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.